Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to test for motor error alarms due to detached end cap. Moisture damage found on electronics assembly.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 138mg/dl. Troubleshooting was performed. The customer stated that the back end of her insulin pump was pushed off by the motor, and it did appear that the motor was moving into the wrong direction. The caller stated that she attempted to hold the back of the device and to prime, but the insulin pump alarmed motor error. The customer is nine weeks pregnant. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.